Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for lead revision procedure due to decrease in sensing observed on the right ventricular lead. The lead was repositioned and better sensing was observed. The patient remained asymptomatic.